Manufacturer narrative:
(B)(4). Batch # r57d9j. Device evaluation: the ec60a device was received for analysis with no apparent damaged and with a gst60w cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The partial fire is consistent with an incomplete or interrupted cycle. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device at the time of entering in the cavity, it locked and it was not possible to open the jaws. There were no patient consequences reported.